Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was firing too many clips at once. It was also locking or getting stuck on tissue. A new device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and locked out. No functional testing to evaluate opening issues and firing/feeding issues could be performed due to the condition of the device. Although the event could not be confirmed, a corrective action has been initiated to address the root cause of the opening issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.